Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and during inspection observed smoke emitting from the unit. During the technician's visit, user facility personnel disclosed that smoke had emitted prior to his arrival and inspection. User facility personnel stated the instruments present were manually washed prior to use. The technician inspected the unit and found the lid motor, pumps and drain valves to be operating properly. Further inspection found a damaged water solenoid specifically, water intrusion causing a short causing the surrounding plastic housing to overheat and smoke. The cause of the water intrusion is attributed to flushing lumens inside the chamber, specifically the end of the lumens were not connected to an instrument causing them to spray near or directly onto the lid rubber foam seal eventually causing water to push through the seal and down inside the caviwave components. The steris service technician repaired the unit, ran a test cycle and confirmed the unit to be operating properly. The caviwave was returned to service and no additional issues have been reported. The steris service technician performed in-service training instructing user facility personnel to disconnect unutilized flush lumen(s) from the manifold when not in use.

Event description:
The user facility reported their caviwave pro ultrasonic cleaning system was not operating properly. No report of injury, procedure delay or cancellation.